Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. The balloon was loosely folded with the stent on the balloon. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. The distal end of the stent is stretched/damaged. Inspection of the remainder of the device and stent presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severelt tortuous left anterior descendign artery. Following predilatation with a predilatation balloon, a 32 x 3.50mm rebel stent was advanced for treatment. However, resistance was encountered when advancing to the injury site. The physician removed the stent and it was observed that most distal stuts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severelt tortuous left anterior descending artery. Following predilatation with a 3.0x20mm balloon, a 32 x 3.50mm rebel stent was advanced for treatment. However, resistance was encountered when advancing to the injury site. The physician removed the stent and it was observed that most distal stuts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.